Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pacemaker surgery on (B)(6) 2025 and suture was used. The suture tip snapped off during the pacemaker explant/implant with doctor. Surgical delay unknown. No patient harm was reported. The event occurred with one device / one patient / one procedure. The needle was retrieved during the procedure. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified h3 investigational summary: the product received for analysis was cx27d. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle for fractographic evaluation. The component was identified as product code cx27d. It was requested that hsa assess the fracture mode of the failure. A fracture was observed in the body of the needle, near the tip. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: I just picked up the product and will ship it asap. Thank you for following up. Event date: 9-december-2025. Product code: cx27d. Lot number: ubbczm.